Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was programmed off due to the patient experiencing diaphragmatic stimulation and phrenic nerve stimulation in all configurations. The lead was later repositioned and remains in use. No further patient complications have been reported as a result of this event.